Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and associated cabling were evaluated and replaced. The system was tested and found to be working as intended and returned to service.